Event description:
It was reported that the foley catheter fell out of the patient during the surgery. Per follow up via ibc on (B)(6) 2022, there was no patient impact. It was unknown whether there was any rupture, burst or pinhole in the balloon and unknown whether the procedure was completed with another catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, multiple tears was found on the rubberized layer causing interlumen leak. The reported event is confirmed as manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter which was placed in the patient before the surgery, fell out during the surgery. Per follow up via ibc on 03feb2022, there was no patient impact for the catheter fell out. It was unknown whether there was any rupture, burst or pinhole in the balloon and unknown whether the procedure was completed with another catheter.